Manufacturer narrative:
This is a duplicate report of 1818910-2015179. This report, 1818910-2013-15286, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-15179.

Manufacturer narrative:
Added: brand name, common device name, device product code, product code/ lot code, PMA number, device manufacture date. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 3/2/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and corrosion. No labs were provided for the alleged high metal ion levels. There is no new additional information that would affect the existing investigation. The complaint was updated on:3/15/2016.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, limited range of motion, and toxic amounts of cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone.

Manufacturer narrative:
Additional narrative: litigation alleges that the patient suffers from pain, discomfort, inflammation, limited range of motion, and toxic amounts of cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone. Doi: (B)(6) 2008- dor: (B)(6) 2103 (left hip). Update (B)(4) 2013 - report from the field was received regarding the revision, which included part and lot information, and also indicated that the cup was also removed the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
(B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets. In addition to what were previously reported, ppf alleges pseudotumor, metal wear, and metallosis. Added law firm, revision surgeon and revision hospital. Updated patient initials.